Manufacturer narrative:
The device was not returned to olympus for evaluation and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review (DHR) was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device. This report will be supplemented if any additional relevant information is received.

Event description:
It was reported, the subject device had a blurry image before a therapeutic procedure. There were no reports of patient harm associated with the event.